Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was found to be damaged due to degradation. The rv lead was capped on (B)(6) 2025, and the system was replaced with a leadless pacemaker. There were no patient consequences.

Manufacturer narrative:
Correction: upon review the right ventricle lead, manufacturer report 2017865-2025-1001589, should not have been submitted as a medical device report (MDR) as this event involves a product that is not approved in the us and was not found to be same/similar to a us approved product, therefore, this event is not subjected to FDA regulatory reporting.